Event description:
A report was received that the patient was having charging difficulty. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Additional information was received that the patient underwent a procedure wherein the ipg and the lead were replaced. Lead malfunction was suspected. It was stated that the patient¿s lead had high impedances. The patient was reportedly doing well postoperatively

Manufacturer narrative:
Additional information was received that there was no malfunction suspected on the ipg.

Event description:
A report was received that the patient was having charging difficulty. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having charging difficulty. The patient will undergo an ipg replacement.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Sc-2218-70 (sn (B)(4)) the complaint of impedance anomaly was confirmed. The lead had three fractured cables at the bent/kinked section of the lead body, 1 cm from the click anchor set screw mark. There are no exposed cables.

Event description:
A report was received that the patient was having charging difficulty. The patient will undergo an ipg replacement.